Manufacturer narrative:
The local area field representative was contacted for additional information. It was reported the patient underwent a device upgrade procedure approximately three weeks later. Prior to the change-out, it was believed the device was reprogrammed to mitigate the oversensing. The ra lead remains in service with the newly implanted cardiac resynchronization therapy defibrillator (crt-d). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited noise. Spikes in atrial impedance measurements to greater than 3,000 ohms were also noted. Impedance measurements were noted to be stable since implant with the spikes not occurring until a few weeks earlier. It was reported the patient does not pace in the atrium. Boston scientific technical services (ts) discussed the noise appeared to be sensor oversensing. Troubleshooting the lead was recommended as well as programmed the respiratory rate trend to mitigate the sensor oversensing. During data review inappropriate anti-tachycardia pacing (atp) as well as an inappropriate shock were noted to be delivered due to atrial fibrillation (af) with rapid ventricular response. The af was converted with the shock delivery. No adverse patient effects were reported.